Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-sep-2019: pfs received: patient demography and lab data added. Previously added "injury" was replaced with "menorrhagia (heavy menstrual bleeding)". New events "dysmenorrhea, nickel allergy" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.